Event description:
Same case as #6000093-2007-02401, 02402, and 6000089-2007-01742. It was reported that post coronary drug eluting stenting treatment procedure, a pt death occurred. Four taxus express2 drug eluting stents were implanted in the right coronary artery and left anterior descending artery, in 2007. Six months later, while undergoing dialysis, the pt's condition "suddenly changed". The pt was transferred to another facility, but ultimately died. Add'l information has been requested.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. A review of the manufacturing record for the relevant batch cannot be completed as the batch number is unk at this time. A CAPA has been initiated to address this issue. The root cause of this complaint cannot be determined.